Manufacturer narrative:
Corrected data: explant date is (B)(6) 2018; not (B)(6) 2018 as previously reported.

Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2018-03125.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-03125. It was reported the patient experienced ineffective stimulation from the scs system. It was noted the patient refused reprogramming. As such, the patient underwent surgical intervention wherein the system was explanted.